Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, a canine patient had a midline incision for a ovariohysterectomy. A simple continuous suture of the polysorb was placed in the muscle and sub-cutaneous then supramid in the skin. She was checked on the (B)(6) and everything was fine. On the (B)(6), she came back and the breakdown was found. The wound would have been 7-10cm long. Owners insisted that the dog was rested at home post-surgery. Patient had to be re-stitched, thus incurring further costs for drugs, consumables, theatre time and aftercare - owners have asked if medtronic would be willing to pay for the additional costs incurred.

Manufacturer narrative:
This product event is not reportable. If information is provided in the future, a supplemental report will be issued.